Manufacturer narrative:
The transformer was returned to the manufacturer for analysis. Analysis found that the part was returned unused. There was no failure detected with the part. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that after booting the system up, it abruptly powered down. The site was then unable to turn the system back on after trying with 3 different outlets. There was no patient present when this issue was identified. The medtronic representative visited the site and was unable to replicate the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.